Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). Pt reported good relief with system, device had reached eri and replacement was scheduled. Upon interrogation on day of replacement, contacts 0-3 all had no connection (red x¿s) and impedances >10,000. When md removed extension from old restore ins, he reported that the extension plugged into the 0-7 slot was discolored and we were unable to get it to register a connection in the new ins. The second extension plugged into slot 8-15 was able to make connections with appropriate impedances within good range. We did not have other extensions on hand, left current extension implanted and will see how pt responds to having 1 operational side, may plan for a lead revision to replace extension vs replace full paddle.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name n/a; product ID 3708340 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2016; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: coding updated to reflect "adaptor" instead of "lead" and adaptor was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3708340 lot# serial# (B)(6) implanted: (B)(6)2016product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-04 additional information was received from the rep. It was reported that the cause of the discoloration of the extension was still unknown. No actions/interventions were taken yet to address the 0-7 extension. The rep confirmed that the system was still working using the 8-15 contacts. The rep reported the extension that was in the 0-7 port was discarded by the customer.